Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the distal end of the right coronary artery. A 2.50 x 28 synergy ii drug-eluting stent was advanced but resistance was encountered upon crossing the catheter. The physician withdrew the stent and found that the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the distal end of the right coronary artery. A 2.50 x 28 synergy ii drug-eluting stent was advanced but resistance was encountered upon crossing the catheter. The physician withdrew the stent and found that the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.